Manufacturer narrative:
The catheter (sn: (B)(4)) was returned to ekos on 4/10/2017 for evaluation. The evaluation found the ultrasound core was fractured and the fracture occurred in the shaft to treatment zone joint. Examination of the ultrasound core shows indications of a prior kink in the fracture region, and some bending on the ends of the core wire and colored wires. No bubbles or voids were noted on the fracture surface. There was also no evidence of electrical shorting occurred. Ekosonic endovascular device instructions for use states: do not deform or kink the ultrasound core during delivery into the infusion catheter. If the ultrasound core is kinked at any time, do not attempt to use it, as kinking may lead to degraded performance or fracture during use. Follow up indicated that the patient was not impacted. The treating physician removed the catheter, and opened another and placed it successfully. The patient received proper therapy. Manufacturing records were reviewed and all applicable procedures and quality inspections were performed prior to product release.

Event description:
A 106 cm/50 cm ekosonic catheter (sn: (B)(4)) was used to treat a patient with peripheral arterial occlusion on (B)(6) 2017. After successfully placed infusion catheter (part of the ekosonic catheter) in the patient, treating physician tried to place ultrasound core (other part of the catheter) going up and over, but the ultrasound core snapped. The treating physician removed the catheter and opened another catheter they had on the shelf, and placed it successfully. The patient received proper therapy and was not impacted.